Manufacturer narrative:
The RMA was authorized but not received, thus no confirmation or investigation of the complaint was possible.the user has not yet decided whether to proceed with a new sensor insertion; therefore, an RMA was issued for return in the interim. As the user did not wish to be contacted first, they were advised to call customer care if they choose to move forward with a new insertion.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user reported of receiving glucose suspend alerts which led to early sensor removal.